Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer was able to confirm the product was functioning as intended/ the fse reviewed the audit logs for the patient on bed label 819t during the reported time. The logs showed that mon3 was placed on pause at the monitor. Audit log: the monitor was in pause mode on (B)(6) 2021 between 00:47 and 02:28. The customers issues was resolved by providing information. There was no product malfunction; this is considered a user issue.

Event description:
It was reported that a patient expired and found to be not monitored the night of (B)(6) 2021 between 00:47 and 02:28. It was noted that the patient monitor had been set to pause at 00:46 and was not switched back to monitoring mode until 02:28. The device was reported to be in use on a patient, the patient died.